Event description:
It was reported that patient experienced infusion set fell off during use and infusion set in use for 1-2 days on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 4. E1: name: tandem. Street: 11045 roselle street. City: san diego. State: ca. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.